Event description:
It was reported that undersensing was observed on the lead. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Manufacturer narrative:
(B)(4).